Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating high blood glucose readings and a faulty reservoir. The customer treated the high blood glucose readings with syringes. The customer stated that he messed up his first reservoir because there was too much air in the reservoir. The customer stated that he changed out his second reservoir early because of high blood glucose readings. The customer stated that there were no delivery alarms. The customer declined to troubleshoot for high blood glucose readings. The customer will be sent replacement reservoirs.